Manufacturer narrative:
(B)(4). Concomitant medical products: 110010272 3578593 g7 osseoti multihole 68mm I; 110024467 879280 g7 dual mobility liner 54mm I. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 02920.

Event description:
It was reported that patient¿s right hip was revised approximately on month post-implantation due to unknown reason. It was reported the patient experienced chronic dislocations contributing to the revision. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: ep-200160 481810 act artic e1 hip brg 28 x 54 mm. The 110024467 879280 g7 dual mobility liner 54 mm I. The 110010272 3578593 g7 osseoti multihole 68 mm I. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further actions are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.